Manufacturer narrative:
The reported device was "returned" to angiodynamics for evaluation. The investigation is in process and the investigation results will be sent in a supplemental medwatch report. Reference (B)(4).

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No DHR review was conducted since there was no reported lot # and ship history lot review was not performed since item # is unknown. A review of the device history records was unable to be performed as no lot number or upn number was provided. Labeling review: the following is provided as a reference from the product dfu: warnings: in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. Use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. Do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. Do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. Examine catheter lumen and extensions before and after each treatment for damage. Repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. If luer lock connectors are cleansed with a cleansing solution, allow the solution to dry fully before applying catheter end caps. Tape end caps between treatments to safeguard them against accidental removal. Note: endexo technology is intended to reduce catheter-related thrombus, and is not intended to treat or eliminate existing thrombus. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was a bioflo dialysis catheter. As received, it was noted during the visual inspection that there was a hole just below the female luer {red clamp side}. The reported complaint device failure mode of catheter leaked was confirmed. A hole was observed in the arterial extension tube adjacent to the flat section of the hub, i.e. 90° from the parting line. The customer's complaint description is confirmed. There are no visible indications that the failure is related to either the manufacturing process or associated tooling. Although the complaint description is confirmed, a definitive root cause cannot be determined. A potential root cause for this failure is over torquing of the hub to extension tubing junction during cleaning/use of the device. A device history records review was unable to be conducted since there was no reported lot number, and a ship history lot review was not performed since item number is unknown. Labeling review: the following is provided as a reference from the dfu provided with this product : warnings · in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. · use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. · do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. · do not use sharp instruments near the extension tubing or catheter lumen. · do not use scissors to remove dressing. · catheter will be damaged if clamps other than what is provided with this kit are used. · clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. · examine catheter lumen and extensions before and after each treatment for damage. · repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. · if luer lock connectors are cleansed with a cleansing solution, allow the solution to dry fully before applying catheter end caps. Tape end caps between treatments to safeguard them against accidental removal. Note: endexo technology is intended to reduce catheter-related thrombus, and is not intended to treat or eliminate existing thrombus. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with duramax bioflo catheters. It was reported that the failures seem to be a leak (more frequently in the arterial branch) in the connection between the white luer connector and the transparent extension tube. This, reportedly, leads to a blood leak under normal use conditions, which paralyzes/pauses the treatment and leads to a replacement of the catheter. In some cases, the end user has applied glue to cover this leak, with poor results, since the adhesion on polyurethane is very weak. It was indicated the reported device for the latest reported event is available for return to the manufacturer for a device evaluation.